Manufacturer narrative:
Citation: pirelli l, et al. Surgical resection of prosthetic valve leaflets under direct vision (surplus) for redo tavr. Jacc cardiovasc interv. 2021 may 10;14(9):1036-1037. Doi: 10.1016/j.jcin.2021.02.026. Epub 2021 apr 14. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) year-old patient who developed structural deterioration of a 29 mm medtronic corevalve (unique device identifier number not provided) at an unspecified time following valve implant. Computed tomography revealed calcified leaflets extending above the sinotubular junction with a small root at high risk for sinus sequestration. Consequently, a mini-sternotomy with aortotomy 1 cm above the corevalve was performed, then the valve¿s leaflets were resected. Afterward, a 23 mm edwards sapien 3 ultra transcatheter valve was implanted valve-in-valve inside the corevalve. Echocardiography showed laminar flow into both coronaries. The patient was discharged four days after the procedure. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Corrected information: b2. Checked 'hospitalization' as this was inadvertently missed prior to submission of the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.